Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent thrombosis occurred and the patient died. The de novo target lesion was located in the left anterior descending artery. A 38x2.50mm promus elite drug-eluting stent was deployed for treatment. However, an acute stent thrombosis was observed and the patient died in the coronary care unit the same day as the stenting procedure.